Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 4/17/2018, electrode belt- 2/9/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was at home and sleeping prior to passing. The patient's daughter and niece were present at the time of passing and began CPR on the patient. Review of the patient's download data revealed that prior to passing, the patient received 7 appropriate shocks and 1 inappropriate shock from the lifevest. At 2:38:01, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was bradycardia at 35 bpm. At 2:38:32, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 60 bpm with non-sustained ventricular tachycardia (nsvt), and the post-shock rhythm was also sinus rhythm at 60 bpm with nsvt. Nsvt contributed to the false detection. At 2:39:06, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was bradycardia at 40 bpm with pvc's. At 2:39:09, the response buttons were pressed. It is not known who was pressing the response buttons. At 2:39:55, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was bradycardia at 30 bpm with nsvt. At 2:40:30, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was bradycardia at 30 bpm with nsvt. At 2:41:01, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was nsvt. At 2:41:35, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was a 9 second pause before severe bradycardia at 10 bpm is seen. At 2:42:12, the patient received the eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was bradycardia at 40 bpm. Per the patient's continuous ECG recordings, after the final shock, the patient's rhythm transitioned to vf with CPR and motion artifact. The patient remained in vf with CPR and motion artifact until the device was shutdown at 2:52:32. The CPR and motion artifact obscured the patient's rhythm and prevented any subsequent treatments after the eighth treatment was delivered. There is no indication that a device malfunction caused or contributed to the patient's passing. The patient's equipment was returned and was found to be fully functional.